Manufacturer narrative:
A review of the device history records for the specimen device does not present any indication of manufacturing defect or anomaly that could have impacted on the event as reported. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable.

Event description:
Event - stuck guidewire: - when did it occur - after insertion into the body, before approaching the lspv - what type of guidewire was used - boston scientific starter guidewire - if the guidewire was a bsc device, what was the lot or j-pos number - lot 8939721 - was a new guidewire used to continue the procedure or was the same guidewire used - the same guidewire was unpacked - was the guidewire removed as usual - it could not be removed, so the catheter was removed together with the guidewire from the sheath. - did you experience any resistance while manipulating the guidewire - after changing from flower to basket, resistance was felt while trying to advance the wire, and it was noticed to be stuck inside the catheter - was the guidewire moved in and out of the catheter several times - it was inserted and withdrawn - how long was the coagulation time (act) when the stuck occurred - over 350 - please describe in detail how it happened; while approaching the lspv, the catheter was changed from flower to basket configuration, and the wire was advanced into the pv. However, it did not advance smoothly, and it was noticed that it was stuck inside the catheter. The catheter and wire were then removed from the body and replaced with new ones.

Manufacturer narrative:
A review of the device history records for the specimen device does not present any indication of manufacturing defect or anomaly that could have impacted on the event as reported. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. The complaint is non-verifiable as the product was not returned for evaluation. At this time, it is not possible to assign a definitive root cause for the event as reported. Based on the information provided by the supporting documentation, "physician preference" and/or "operational context" appears to have impacted on the event as reported. Without the return of the actual device in question for evaluation, lake region medical is unable to determine the exact cause for this incident. Lake region medical has no open preventative action specific to manufacturing this product differently. As indicated in the IFU (instructions for use) precautions section: · never advance the guidewire against resistance without first determining the reason for resistance under fluoroscopy.

Event description:
Event - stuck guidewire - when did it occur - after insertion into the body, before approaching the lspv - what type of guidewire was used - boston scientific starter guidewire - if the guidewire was a bsc device, what was the lot or j-pos number - lot 8939721 - was a new guidewire used to continue the procedure or was the same guidewire used - the same guidewire was unpacked - was the guidewire removed as usual - it could not be removed, so the catheter was removed together with the guidewire from the sheath. - did you experience any resistance while manipulating the guidewire - after changing from flower to basket, resistance was felt while trying to advance the wire, and it was noticed to be stuck inside the catheter - was the guidewire moved in and out of the catheter several times - it was inserted and withdrawn - how long was the coagulation time (act) when the stuck occurred - over 350 - please describe in detail how it happened; while approaching the lspv, the catheter was changed from flower to basket configuration, and the wire was advanced into the pv. However, it did not advance smoothly, and it was noticed that it was stuck inside the catheter. The catheter and wire were then removed from the body and replaced with new ones.